Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and blank display. Customer¿s blood glucose was 408 mg/dl. Customer reported that he was testing his blood glucose and it didn't connect to the pump. Customer pump went dead and declined to troubleshoot. Insulin pump is not expected to return for analysis.